Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent primary left tha. Subsequently, the patient was admitted to the hospital approximately 2 months post implantation due to infection where patient underwent a two-stage revision secondary to the presence of mrsa.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet ceramic head: item # 650-1057/lot # 2955098. Biomet stem: item # 192808/lot # 668350. Zimmer bone screw: item # 00625006530/lot # 64228001. Biomet liner: item # 010000817/lot # 6354149. Biomet shell: item # 010000662/lot # 6395394. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2019-00469. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent primary left tha. Subsequently, the patient was admitted to the hospital approximately 2 months post implantation due to infection where patient underwent a two-stage revision secondary to the presence of (B)(6). Attempts have been made and additional information on the reported event is unavailable at this time.